Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was received at service repair on (B)(6) 2024. Upon first investigation, the rondo 3 had a broken housing and an open battery.

Event description:
The device was received at service_repair on 16-jun-2024. Upon first investigation, the rondo 3 had a broken housing and an open battery.

Manufacturer narrative:
Conclusion: during the repair process of a rondo 3 audio processor, a broken up battery was detected with small residues of electrolyte. Damage to the housing parts was also confirmed. The damage was most likely caused by strong mechanical stress. There have been no reports of patient injury from contact with leaking electrolyte. This is a final report.